Event description:
Boston scientific crm received information that the patient with this pacemaker inquired why the current device will not last ten years like a previous device he had. The nominal expected longevity for his current device model is 8.1 years. The patient stated he is not happy with the current device and believes there is something wrong with it. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.